Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra link meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. One week prior to contact lifescan, the patient obtained the blood glucose reading of 157 mg/dl on the reported meter which she claimed was inaccurately high. Six days later, the patient experienced the symptoms of shaking, 'mirror image' vision, worsening vision and stress. The patient took the action of consuming food and/or a drink. At 10:00 pm, the patient went to the emergency room, where her blood glucose level was tested to be 57 mg/dl. She was treated with intravenous fluids. The patient manages her diabetes with an insulin pump. Quality control testing was performed during the call, with failing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.